Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The results of evaluation/inspection resulted in the following observations: a. Nozzle clogged. B. A-rubber (bending section cover/distal sheath) glue deteriorated. C. One ccd (charged coupled device) pixel defective. (White dot) d. Angulation control knob played. Insufficient angulation. The suggested phenomenon was confirmed at the user facility; however, it was not possible to further identify the foreign material that clogged the nozzle. No further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had no flow from the main air/water system. Upon inspection and testing of the customer returned device, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.